Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use (IFU)states: perform a femoral angiogram to verify the location of the puncture site. Additionally, the IFU states: this device should only be used by physicians who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional electrophysiology procedure. A femoral angiogram was not performed to verify the location of the puncture. Reportedly, the proglide device was difficult to remove from the patient anatomy. The proglide device was removed and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.